Manufacturer narrative:
(B)(4). The device and a photograph have been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured january 9, 2014 ¿ january 14, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle 0.3 mm in size floating in the fluid of the bladder. Ftir spectrophotometric analysis determined that the particle was made of polyester. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white mark on the stress member in the solution. The intermate had been filled with the penicillin drug flucloxacillin. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: to address this issue, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.